Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this right atrial (ra) lead was explanted and replaced due to noise with oversensing and pacing inhibition. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was explanted and replaced due to noise with oversensing and pacing inhibition. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed electrical pitting on the is-1 terminal of the lead. The reported noise, oversensing, and pacing inhibition are likely the result of the lead damage observed by the laboratory.